Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm other error alarms due to an overwritten history file. No moisture damage on the electronics assembly noted. The pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error on the insulin pump. Customer stated that the pump would not prime and was wet. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.